Event description:
It was reported by a local advocate that the patient was found unresponsive at work and had subsequently died. It was questioned whether the device functioned properly. The cause of death has been requested, but not received.

Manufacturer narrative:
Additional information received from the physician indicated that the patient was found on the floor of bedroom at fire station. Cause of death was unknown although physician reported that the death was not related to the device or lead system. The post-mortem check of implantable cardiac defibrillator (ICD) showed no ventricular arrhythmias or ICD firing. The last device check on (B)(4) 2010 prior to death showed normal device function. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.